Event description:
(B)(4).

Manufacturer narrative:
This MDR was delayed due to misunderstanding the MDR regulation at that time though we have evaluated and investigated our suspect device accordingly as followings; investigations and evaluations (including DHR review of the same production lot, dimensional and visual inspection of returned device) were performed on (B)(4) 2014. No deviation was observed from the standard of our device specifications through DHR review and we assumed that the cause of this fracture was wobbling and excessive torque during insertion according to fracture pattern of returned device. Additionally, we have not received any other complaint except for this current one of (B)(4) devices in a same production lot. So, we concluded that this fracture was not be caused by quality problem of our device but it might be cause wobbling and excessive torque during use. We determined that it was not a reportable event. Because this event occurred due to device malfunction, but there have been no patient's death or serious injury. And also, this malfunction is not likely to cause or contribute to a death or serious injury if the event were to happen again. (B)(4). This MDR is our initial report to provide supplementary information as an original manufacturer regarding MDR # 1718476-2008-00001 which was submitted by rmo, inc. Though we concluded that it is not a reportable event. (B)(4).